Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer felt symptoms of nausea. The customer treated their blood glucose levels with manual injections. Customer states that on tuesday she told the technician that she had a low of 38 and the technician asked what she would normally do and the customer stated that she would eat something. The customer stated that they have been receiving a no delivery alarm from an insulin pump that was not registered to them. The customer was advised to use the insulin pump registered to their name. The customer was sent a new serter to resolve the issue.